Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that there was a bent pin in one of the power ports of the controller. The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device failed visual inspection and functional testing due to a bent pin on port one (1) of the controller, which prevented a power source from connecting to the controller. Additionally, it was observed that the power port one (1) and serial port connectors were loose. This observation is not related to the reported event. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The most likely root cause of the reported event can be attributed to a forced connection. Heartware has opened an internal investigation to address bent pins. An internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the pin on the controller port number one was damaged. The patient stated that they do not know how it has occurred and that they have not dropped the controller. An elective controller exchange was performed. It was further stated that there were no effect on patient. No additional information available.